Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator battery was slow to charge. The health care professional indicated that the location of the neurostimulator was revised due to "too deep placement." The patient did not require hospitalization.